Event description:
It was reported that the pt did not respond to sound. Re-implantation is planned, but a surgery date has not been set until now.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.